Event description:
Boston scientific received information that during a routine follow up intrinsic atrial activity was noted on the right ventricular lead. No impact to therapy or patient issues were noted due to the oversensing. The physician will continue to monitor the lead and the issue will be assessed at the next follow up. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.